Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic left hemicolectomy and hepatectomy procedure under sedation, when performing the liver procedure, the sonic beat tissue pad peeled off and fragment fell off into the patient's body immediately on use. The fragment that fell off was retrieved with the aid of forceps. The device was replaced and procedure was completed. There were no repots of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6 the device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad was intensively worn away. A definitive root cause could not be identified. The likely cause of the reported event found during evaluation was due to component failure. The reported event is inferred to have occurred through the following mechanism. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to intensively wear out. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.